Event description:
A surgeon reported that during injection of solution for wound seal, he noticed a leak from around the connection of the cannula and syringe. The cannula was dislodged from the syringe and there was a rush of solution into the anterior chamber (ac). The lens fell to back of the retina. Additional information was received from the customer indicating the connection between the syringe and cannula separated causing a rush of balanced salt solution (bss) from the cannula into the ac due to lack of control from the syringe. Because of the rush of fluid, the intraocular lens (iol) fell to the back of the retina. The pt was also reported to have had "minimal vitreous". The pt has been referred to a vitreoretinal surgeon.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no other complaint reported for this product lot. Review of the device history record (DHR) indicates the order was built to specification. It is imperative the end user ensure that the cannula is properly and securely attached to the syringe prior to entering the pt's eye. The root cause of the customer's complaint is not known; a sample was not returned for investigation. An internal investigation has been initiated to address this issue. (B)(4).